Event description:
It was reported that during a coronary artery stenting treatment procedure, stent movement on the stent delivery system occurred. The 90% stenosed target lesion was in the mid right coronary artery (rca). The physician had selected and advanced a 4.0x24mm liberte bare metal stent (bms) to the target lesion but it was unable to cross the lesion. During withdrawal of the device, the physician noted mild resistance. When the device was removed from the pt's body, the stent had moved on the delivery device, with only "a small portion of the stent mounted on the balloon". The procedure was completed with another 4.0x24mm liberte bms. There were no pt complications reported with the pt's current condition listed as "stable."

Manufacturer narrative:
.